Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-07018. It was reported that the patient presented in the clinic for evaluation after experiencing multiple syncopal episodes. During device interrogation, significant noise was noted on the right ventricular lead. Noise was not reproducible with isometrics. The patient is pacemaker dependent. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure and was discharged the following day.